Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer reported that the string pulled out while trying to remove the tampon. Consumer was able to manually remove the tampon and was experiencing vaginal pain for 4 days after removal.